Manufacturer narrative:
A product investigation was completed: it was reported that the handle of the device was cracked and the metal knob at the back of the device slides in and out. This complaint is confirmed. The device was received intact with a crack in the phenolic handle. The device was received with a crack in the base of the handle proximal to the metal knob. The metal knob does not stay fully inserted, but is not able to be fully removed. The tip and shaft of the device were visually worn. The remained of the handle was in a used and worn condition as well. Due to the crack, the knob is no longer properly retained and is able to slightly slide in and out of the device. The exact cause of the damage could not be determined. The balance of the device is in a worn condition, and no new malfunctions were identified as part of this investigation. A dimensional inspection is not applicable since the device is visually cracked. The internal diameter is likely compromised and causes the metal knob to not be properly retained by the phenolic material. The knob does not fully come out of the handle and thus a dimensional inspection of the metallic knob was unable to be completed. Lot number review: no non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. The lot was processed through the required steps during the inspection at the time of manufacturing and the device history records showed no issues concerning the material, material conditioning, or dimensional requirements. A hardness check on the phenolic material is not applicable since the material does not have a hardness requirement. The exact cause of the damage to the phenolic handle could not be determined. It is likely that the thermal cycling associated with repeated sterilization was a contributing factor in the material cracking. No new, unique or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Date of event: unknown when device malfunctioned. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A device history record (DHR) review was performed for part # 03.110.007, synthes lot number # 7665429, supplier lot number: n/a: release to warehouse date: 29-apr-2014, expiration date: n/a, manufactured by synthes (B)(4): no non-conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the t8 stardrive screw driver handle was cracked and the medal piece at the back of the handle slides in and out. No patient involvement. This report is for one (1) stardrive screwdriver t8. This is report 1 of 1 for complaint (B)(4).